Event description:
Customer reportedly received return of 235 mg/dl and 118 mg/dl within 10 mins of the compact plus system. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.